Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary service and repair evaluation: the customer reported that the hand piece for battery powered driver not working. The issue was observed during testing. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided. The repair technician reported that the device run low in fast forward , forward and does not run in reverse condition , also device had cracked contact plate , discolored wire , debris on barriers .the cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection on 14 jul 2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008 synthes lot # 004461 supplier lot # 004461 release to warehouse date: 02 dec 2011 supplier: triangle manufacturing no ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver not working. The issue was observed during testing. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.